Event description:
It was reported from italy that during an unspecified surgical procedure, it was observed that ¿something went wrong¿ with the engine of the motor device. There were no delays to the surgical procedure. A spare device was not available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained a follow-up medwatch will be filed as appropriate.